Event description:
Received a call from a nurse that the connector that connects the tubing to the pt's IV catheter had cracked. The tubing/reservoir is a curlin product #340-4119. This required that a pharmacist be dispatched to compound a new bag, and a nurse visit the pt to hook up the new bag.